Event description:
It was reported that during a procedure at the user facility the device was leaking. No medical intervention, and no adverse consequences were reported with this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences, or medical intervention were reported.